Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. Additionally, there is a possible causal relationship between the reported leak at the patient connector and the peritonitis. However, no additional information was obtained as to the date the peritonitis was diagnosed, the culture results, or a suspected cause. Furthermore, no sample was returned to the manufacturer for evaluation of the reported leak. All dialysis treatments include a risk of infection due to the decreased immune defenses in dialysis patients and the dialysis techniques increasing potential for microbial contamination. Based on the available information, the liberty cycler set cannot be excluded as causing or contributing to the patient¿s peritonitis event.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient reported an air detected in cassette alarm during treatment on the liberty select cycler. Fluid was discovered during drain zero. The patient pressed the blue pin closest to her and a leak began from the connector furthest from her. The patient was utilizing a liberty cycler dual connect set. The air detected in cassette alarm occurred prior to the visible leak. During follow-up on 21/sep/2022, the patient reported being in the hospital with peritonitis. The patient stated she was receiving antibiotics with continuous ambulatory peritoneal dialysis (capd). Additionally, the patient was completing hemodialysis (hd). Attempts to obtain additional information were unsuccessful.

Event description:
On (B)(6) 2022, this peritoneal dialysis (pd) patient reported an air detected in cassette alarm during treatment on the liberty select cycler. Fluid was discovered during drain zero. The patient pressed the blue pin closest to her and a leak began from the connector furthest from her. The patient was utilizing a liberty cycler dual connect set. The air detected in cassette alarm occurred prior to the visible leak. During follow-up on (B)(6) 2022, the patient reported being in the hospital with peritonitis. The patient stated she was receiving antibiotics with continuous ambulatory peritoneal dialysis (capd). Additionally, the patient was completing hemodialysis (hd). Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. During review of the manufacturing process a kinked tubing caused a leak, the tubing was replaced and the machine was functional. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.